Manufacturer narrative:
The observed internal cannula tear is related to action #(B)(4). The pod generated an 0xb6 hazard alarm indicating agc bolus command received in open loop. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined. The device was received with corrosion on internal components. Fluid was observed to be leaking from a tear on the unexposed portion of the soft cannula which contributed to the observed corrosion. It could not be conclusively determined whether the internal leak contributed to the reported hazard alarm. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.260105.004. E1 hardware: pixel 8 pro cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a hazard alarm.